Event description:
It was reported that during an implant procedure, after multiple attempts to place the lead, insulation damage was noted. As the patient had low blood pressure and difficulty tolerating the surgery, the procedure was terminated. The patient experienced hypotension, shock and later expired.